Event description:
During implantation of the cannula oozing through the hemashield material was observed. This was controlled by circumferential compress dressing with teflon material. There was no patient impact. Unfortunately, only a small segment of the graft was returned for analysis and it was not possible to seal the graft off for a pressurization leak check. A review of the lot records was conducted and found that all cannula from that lot had passed the leakage test.